Event description:
Note: this report pertains to second of two devices that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2009-00042 for a description of the other event. It was reported to boston scientific corporation on (B)(6), 2008 that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) procedure (patient gender, age and weight are unknown). According to the complainant, during the procedure "they could not get the guide wire through the peg tube, there was no hole for it to go through". The procedure was completed with another endovive standard peg kits push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. Boston scientific assigned ID #: 1828132-1230-08-005-r. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).